Event description:
A malfunction alarm was reported, identified as malfunction code malf 0, which related to a software error. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and the issue did not recur afterward. The customer was advised to continue using the pump and to contact support again if the malfunction code reappeared.